Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr inspected the device and confirmed the following: -the adhesive around the light guide lens and the objective lens was porous. -the adhesive of the bending section rubber was peeled off. -the inside of the k-mount unit of the instrument channel port, the inside of the air/water cylinder, and the inside of the suction cylinder were scratched. -the vent connector valve was defective. -angulations in all directions were out of specification. -the all channels were almost a year old and were replaced prophylactically. Ofr sent the device back to the third party laboratory for microbiological testing after repair. As a result of the testing, the following microbes were detected from the sample collected from the device. -instrument channel: gram-positive bacteria (1 bacillus cfu/endoscope) -suction channel: unspecified microbes (<1 cfu/endoscope) -air/water channel: unspecified microbes (<1 cfu/endoscope) -distal end: unspecified microbes (<1 cfu/endoscope) the testing result cleared the french guideline. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined. However, omsc concluded that the reported event could have been caused by the following: -the user facility did not reprocess quickly and the device got dirty that was difficult to remove. -based on the device inspection result, the reprocessing was incomplete due to device defects. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, getinge poka-yoke. Olympus france.(ofr) made conscientious efforts, but was not able to obtain other detailed information about the reprocess method from the user facility. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to ofr. Ofr sent the device to a third party laboratory for microbiological testing. As a result of multiple testing, following microbes were detected from the sample collected from the device. [First time; (B)(6) 2021] -all channels: gram-positive bacteria (1 bacillus cfu/endoscope), coagulase-negative staphylococci (6 cfu/endoscope), micrococcaceae (15 cfu/endoscope) -distal end: gram-positive bacteria (2 bacillus cfu/endoscope), micrococcaceae (4 cfu/endoscope). The testing result didn't clear the french guideline. [Second time; (B)(6) 2021] -instrument channel: gram-positive bacteria (1 cfu/endoscope), micrococcaceae (11 cfu/endoscope). -suction channel: unspecified microbes (<1 cfu/endoscope). -air/water channel: micrococcaceae (2 cfu/endoscope). -distal end: micrococcaceae (1 cfu/endoscope). The testing result didn't clear the french guideline. Ofr visually inspected the device and found some scratches inside the cylinders and k-mount unit. After replacing the cylinders and k-mount unit, the device will be performed a microbiological testing again. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: stenotrophomonas maltophilia (1 cfu/endoscope). Suction channel: unspecified microbes (>100 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.